Event description:
A nurse reported that the cannula came loose from the syringe during cataract surgery. It was reported that the patient experienced bleeding in the eye as a result. Additional information has been requested, but none has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).